Event description:
The consumer reported false positive result via social media with the binaxnow covid-19 antigen self-test performed on an unknown date in (B)(6) 2022. Confirmation testing was performed using another brand (unknown platform), generating negative results. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H3 other text : device discarded, single use device.

Event description:
The consumer reported false positive result via social media with the binaxnow covid-19 antigen self-test performed on an unknown date in (B)(6) 2022. Confirmation testing was performed using another brand (unknown platform), generating negative results. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Date of event provided is an approximation, was not provided by consumer the remainder of the investigation remains in progress. A supplemental report will be provided after completion. Device discarded, single use device.